Manufacturer narrative:
The returned device was evaluated. Visual inspection found no external damage or defects. The unit powered on and off using battery power. All alarm conditions were visual but not audible. Internal inspection found good impedance measured across the speaker. A known good instrument board was installed into the unit but the speaker was inaudible. Contamination was observed on the speaker which results in the speaker being inaudible. A service history record review reveals that this unit was in the field for over nine (9) years with no previous reported issues related to this reported event.

Event description:
The customer reported there is no audio coming out of the device. No patient impact or consequences were reported.